Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Furthermore, other medical and clinical factors might have contributed to the poor benefit e.g. Late implantation and extensive recipient's medical history. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
Following difficult electrode insertion during implantation surgery, 2 affected channels were observed. Several attempts were made at insertion but the tip had curled. A final attempt resulted in a complete insertion. However, according to the device implantation card, 3 channels were left extra-cochlear. At visit on (B)(6) 2019 the recipient was able to detect all ling sounds but unable to discriminate and was able to perceive loudness growth on active electrodes. The user was re-implanted.

Manufacturer narrative:
Additional information: according to the available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. Furthermore, other medical and clinical factors might have contributed to the poor benefit e.g. Late implantation, extensive recipient's medical history and incomplete array insertion at implantation. According to the implant registration card three channels were left outside of the cochlea. Re-implantation is considered but no date has been made available.

Event description:
Following difficult electrode insertion during implantation surgery, 2 affected channels were observed. Several attempts were made at insertion but the tip had curled. A final attempt resulted in a complete insertion. However, according to the device implantation card, 3 channels were left extra-cochlear. At visit in (B)(6) 2019 the recipient was able to detect all ling sounds but unable to discriminate and was able to perceive loudness growth on active electrodes. Re-implantation was initially scheduled for (B)(6) 2020. However, the user cancelled and re-implantation will be rescheduled.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Following difficult electrode insertion during initial surgery on (B)(6) 2019, in situ measurements showed affected channels progressing from 2 channels to 8. During insertion of the electrode array difficulties were encountered due to instrument orientation; several attempts were started, the tip of the array had curled and after one final attempt a full insertion was achieved. Recommendation of re-implantation is considered.